Event description:
It was reported that externalized conductors were observed under fluoroscopy during a routine generator change out. There were no electrical anomalies, and the lead remains implanted. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead measuring 11.3 cm and 52.1cm were returned for analysis in two segments. Internal insulation abrasion was noted that 6.8-7.5 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 6.8-8.4 cm from the distal tip. Externalized conductors due to internal insulation abrasion was noted that 10.4-12.5 cm from the distal tip. The efte coating were abraded at these locations. This is consistent with the observation from the field of insulation abrasions.

Manufacturer narrative:
Additional insulation piece measuring 4.8 cm was found in the return. Analysis was normal. No anomalies were found on this additional piece.